Event description:
Pt reported that after implant surgery the pt almost immediately ¿felt chest and esophagus tightness and an inflamed esophagus.¿ a couple of months later, the pt began experiencing other symptoms which have lead the pt to believe the pt may have allergy problems which the pt had never experienced before. Symptoms included hives, nasal congestion, trouble breathing, and dry eyes. Add¿l info provided by a health professional noted the pt¿s doctor had also suggested symptoms may be due to autoimmune dysfunction. Pt had a positive ana (antinuclear antibody) result from a test taken prior to her implant surgery. Pt had their gallbladder removed at which time the port was also removed and replaced. Pt is now being treated with antihistamines and an inhaler. The pt is still experiencing many of the allergy and autoimmune symptoms but reports that some, like the hives, have gotten better.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(6) 2012. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Further info from the reporter regarding the serial number has been requested. Allergic reaction, cholelithiasis and autoimmune disorders are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the contraindication for pts regarding allergic reaction as follows: ¿pts who are known to have, or suspected to have, an allergic reaction to materials contained in the system or who have exhibited pain intolerance to implanted device.¿ rapid weight loss may result in development of cholelithiasis which may result in the need for a cholecystectomy: ¿there were add¿l occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% subjects included: ¿ cholecystitis.¿ device labeling addresses the reported event of auto-immune diseases/connective tissue disorders as follows: 32. Although there have been no reports of autoimmune disease with the use of the lab-band system, auto-immune diseases/connective tissue disorders (i.e. Systemic lupus erythematous, scleroderma) have been reported following long-term implantation of other silicone devices. However, there is currently no conclusive clinical evidence to substantiate a relationship between connective tissue disorders and silicone implants.